Event description:
Hospitalized for generalized weakness, inflammatory arthritis. Muscle biopsy done to differentiate diagnosis. Had problems with transient hypotension and bradycardia arrhythmia and transferred to ICU with dopamine drip for blood pressure support. Stabilized and transferred to monitored bed. Cardiac arrest occurred and unable to be resuscitated. Subsequently discovered cardiac monitor alarm was not turned on.